Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels in the 200s-300s (mg/dl) for 2 and a half weeks. Customer went to their health care provider on (B)(6) 2016 who made adjustments to the customer's settings. Subsequently, the customer experienced low blood glucose (bg) levels. Customer did not provide their lowest bg value. Customer consumed juice and food to treat their low bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they will contact their hcp to discuss their settings and diabetes management.